Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and mesh exposure. The plaintiff allegedly underwent excision of the mesh on (B)(6) 2011. It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of symptoms. Furthermore, it was also reported that the plaintiff died. The cause of death was reported as metastatic lung cancer. Related to 2183959-2015-00514.